Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used in the colon during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, clip deployment was attempted but the clip failed to detach, resulting in tissue damage during removal. Further attempts to close the handle and push off the clip were also unsuccessful. Additionally, the same problem happened on the other clip device. The procedure was completed with a non-bsc device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information and correction): block b5 has been updated. Block h6 patient code has been corrected.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used in the colon during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, clip deployment was attempted but the clip failed to detach, resulting in tissue damage during removal. Further attempts to close the handle and push off the clip were also unsuccessful. Additionally, the same problem happened on the other clip device. The procedure was completed with a non-bsc device. There were no patient complications have been reported as a result of this event. Additional information received on september 29, 2025. The procedure was completed with another resolution 360 ultra clip device.